Event description:
It was reported that about three months after implant, the patient experienced phrenic nerve stimulation during right ventricular (rv) lead stimulation. The device was reprogrammed to reduce rv pacing. The rv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.